Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iris was deformed when the iol was implanted onto the iris. Therefore, the iol was removed from the patient's eye and reinserted, but the deformed iris did not get back to normal. The surgery was completed as it was. Postoperative iop was higher than usual. The value of iop was unknown. Additional information was requested.